Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g324 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g324 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #18: system pressure, system error 130 and centrifuge bowl leak/break. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated approximately 160 ml of whole blood was processed and the purging air/establishing separation phase of the procedure was complete. The customer stated they received an alarm #18: system pressure alarm and system error 130 when the bowl break occurred. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer will not be returning product for investigation.